Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the customer was hospitalized on 04/24/2017 due to diabetic ketoacidosis. Two follow up calls were made to capture the hospitalization details but there were no answer and a voicemail option was not available.